Event description:
It was reported that the pump is intermittently unresponsive to presses of up, down, and ok buttons. It was reported that the pump is not exposed to water and there is no keypad peeling. It was reported that all button symbols were worn off.

Manufacturer narrative:
The pump was returned to animas for evaluation. During investigation, it was found that all button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all key contacts. It was also found that all symbols were worn off.